Manufacturer narrative:
Product event summary: at analysis it was determined that the output connectors were broken, that the red and white display wires are pinched but the insulation was not compromised and that it needed the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved.

Event description:
The external pulse generator was returned for its annual test and calibration and subsequently tested out of specification during ma nufacturer's analysis. There was no patient involvement.